Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, self test, sleep current measurement and active current measurement. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No unexpected occlusions, blank display or insulin flow blocked alarm noted during testing. However, pump error 63 found in formatted history file due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alarms and it was turning off without any notification. Insulin pump asked to reset date and time. Customer reported that they received hardware low level failure alarm. Customer reported that they were able to clear the alarm. Customer failed auto test. Customer passed on high pressure test. The blood glucose level was 431 mg/dl. No harm requiring medical interventions was reported. The insulin pump will not be returned for analysis.